Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed that the system was no working correctly. The software was uninstalled then reinstalled and the issue resolved. A system checkout was performed and the system is working as intended. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the system is booting up the message "an integrity to the o-arm error" appears. A large x displays on the mobile view station (mvs) when powering down the system. After multiple reboots of the system the issue did not resolve. No patient was present at the time of the event.